Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that thresholds were gradual rising on the right ventricular (rv) lead and then had a sudden spike and have since remained high. Outputs were adjusted. A lead revision was planned at a later date but when the pocket was opened an infection was observed. No intervention was performed at that time. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.